Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right atrial (ra) lead revision procedure for high, out of range pacing impedance (>3000 ohms), the physician visually noted insulation damage on this right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the procedure was completed. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of polyurethane insulation confirmed damage near the terminal pin, consistent with electro-cautery damage. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high, out-of-range impedance. The observed insulation damage was not indicative product defect or malfunction - but likely occurred during explant of the product.

Event description:
It was reported that during a right atrial (ra) lead revision procedure for high, out of range pacing impedance (>3000 ohms), the physician visually noted insulation damage on this right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the procedure was completed. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.